Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a shocking sensation from the implantable neurostimulator (ins) from time to time. This started in (B)(6) 2015 or (B)(6) 2016 and, at first, the shocking was not too bad but it had gotten worse to where they felt they were ¿being tased by the police¿. One time it hurt so bad that they passed out from the pain. The shocking came and went but each time the patient got shocked, ¿it gets a little stronger¿. The shocking just hit them ¿all of a sudden out of nowhere¿. The patient noted they had issues with their ¿remote controller¿ and wanted a new programmer because "when the patient programmer batteries are dying" the implant would start shocking her in her butt cheeks. This would not stop until the batteries in the pp were replaced (this was suspected to mean that when the batteries in the programmer were depleted, the patient cannot turn the implant down to stop shocking them). The patient was usually around 2 volts but when they experienced the shocking, they would realize that the batteries in the programmer were low or needed to be replaced because the unit would not power on. The patient stated that when they checked their settings, the ¿stimulation numbers¿ would be up around 6 or 7 without them changing any of the settings. They would then turn the stimulation down and the issue resolved (¿her nerves calmed down¿). The patient also mentioned that they left their programmer at home today and, while they were at physical therapy (pt) they started to get shocked. This was so painful that they told the pt personnel not to touch them. They also could not move. Troubleshooting could not be performed because the patient did not have the programmer with them. The patient did not have a managing physician for the device and was provided with listings. There were no further complications reported or anticipated.